Event description:
Healthcare provider office called to report a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Healthcare provider office called to report a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare provider office called to report a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening. Additional observations: crease fold observed on the device.